Event description:
Caller reported a malfunction on the pump, identified as malf 0. There was no adverse impact to the customer's blood glucose level; levels did not exceed 500 mg/dl. Tandem technical support decided to replace the faulty pump. The customer understood instructions on using multi-dose injection therapy as backup and acknowledged steps for handling the replacement pump and returning the problematic device safely. The caller was informed about updated software on the new pump and potential considerations when using a g7 sensor.